Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694765 lead implanted: 2002 (B)(6); 5076-52 lead implanted: 2002 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analysis performed revealed no anomalies were found and no issue was identified that required full analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection and vegetation on the leads requiring the implantable cardioverter defibrillator (ICD) system to be removed. During the extraction of the chronic and inactive right ventricular (rv) lead a lead fracture was confirmed and the stylet could not pass the point of fracture and laser extraction was initiated. During the laser extraction, the patient's blood pressure dropped and a perforation resulting in cardiac tamponade and ventricular fibrillation, which the patient was defibrillated, using internal paddles. Open heart surgery was required to repair and complete the removal of the system. Moderate tricuspid regurgitation and a thrombus were also reported related to this event.